Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high atrial impedance trends and rising thresholds were noted on the epicardial atrial lead. There was no sensing or capture when testing lead. It was noted that the patient was in fine atrial fibrillation versus atrial standstill at the time of testing. The atrial lead trends will be analyzed and the lead remains in use. No patient complications have been reported as a result of this event.